Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with vaginal vault prolapse, protrusion, enterocele, stress urinary incontinence, large rectocele, chronic granulation tissue of the vaginal cuff/sidewall. The patient underwent an abdominal sacrocolpopexy with implant of a "marlex" mesh (alleged bard davol flat mesh), abdominal reduction of an enterocele, marshall-marchetti-krantz retropubic bladder neck suspension, repeated posterior vaginal wall repair, partial vaginectomy, abdominal wall repair and perineoplasty. The following day the patient was noted to have high drain output and appeared to have a urine leak. On (B)(6) 2008 - the patient underwent a right nephrostomy tube placement procedure to assist with the patient's excess urine in her kidney. On (B)(6) 2008 - the patient was diagnosed with cystotomy and right ureteral injury following sacrocolpopexy. The patient underwent a partial excision of the alleged bard davol mesh and a right ureteral implantation. Per the operative report details "the appearance of the small cystoscopy could be noted. This appeared to be partially healing; however, decision was made that would be over sewn as well. It should also be noted that the portion of the mesh patch used for the sacrocolpopexy had migrated anteriorly onto the posterior aspect of the bladder."